Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 3max reperfusion catheter (3maxc). During the procedure, the physician noticed the 3maxc was kinked about 10 cm from the hub after the 3maxc was removed from its packaging. The damage to the 3maxc was found prior to use and, therefore, the 3maxc was not used in the procedure. The procedure was completed using a non-penumbra microcatheter. There was no report of an adverse effect to the patient.